Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to the event site and advised that the facility¿s biomedical engineer informed him that the iabp documented in this complaint did not fail. The biomed advised that there was another iabp involved which allegedly failed. Please note that this iabp has been documented under a separate report. Since there was no alleged malfunction of this iabp, no further investigation is required.

Event description:
It was reported that during patient transport, the intra-aortic balloon pump (iabp) alarmed repetitively with false ¿iab disconnected ¿ alarms. Customer indicated that this is the second console, as this issue happened on a previous iabp and when it was switched, the alarm continued. The sensation plus 50cc balloon catheter was removed at the receiving hospital but was not retained.